Event description:
It was reported by the patient's psychiatrist that the patient had experienced a suicidal gesture or attempt prior to a follow up visit on (B)(6) 2010. It is unknown when this gesture or attempt occurred and no information was available on the medical threat to life associated with this attempt or gesture. There was no additional information provided, and attempts for additional information have been unsuccessful to date.

Event description:
Reporter indicated "this client has a long history of suicidal thoughts and attempts. She has been close to being successful on several occasions. Initially after the vns was implanted these thoughts and attempts did not decrease. As time was progressed, and her living arrangements changed, the thoughts have decreased, but never completely gone. She has had no attempts. She is able to verbalize that even though the thoughts continue, she does not make any plans. She was placed in a nursing home that provides her with the security needed to prevent any follow through to a plan. We do not know if this would have been true if she was still in the community living by herself. (Client's continued thought of suicide may also be a result of loss of limb as a result of a suicide attempt. Its absence is a constant reminder.) The vns has been of benefit to this client."